Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited post sensed t wave oversensing which delivered therapy shocks to the patient. After the patient was shocked, noise was noted for two seconds. On (B)(6) 2015 the lead was successfully repositioned.